Event description:
A consumer implanted for lumbar radiculopathy reported via the manufacturer's representative (rep) they no longer needed the stimulator to control their pain because the pain had resolved in 2015, but it was also stated they were in pain. It was further reported the implantable neurostimulator (ins) battery site had been irritating the consumer's skin and was uncomfortable starting in 2016. The site itself looked fine as there was no redness, but it was noted the consumer did have thin skin. The device was explanted on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.